Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The reported alarm was identified in the event history log review. However, this does not indicate an increased intra-peritoneal volume (iipv) event because the customer changed the largest fill volume therapy setting during fill one. Therapy was started with the largest fill volume programmed for 200ml. After the initial drain, it was changed to 1000ml which caused the alarm. The device used the reprogrammed fill volume in calculating the high drain alarm, but the patient did not experience a high drain event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2013 at 10:32:01. No additional information is available.